Manufacturer narrative:
The analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly, the staging leaf is observed to be deformed that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient¿s post-operative care change as a result of the increased surgical time or peri-operative bleeding? Were there any adverse patient consequences? What is patient¿s current status?

Event description:
It was reported that the patient underwent inguinal herniorrhaphy on (B)(6) 2017 and absorbable straps were used. The surgeon tried clipping in the cooper ligament, the tacker did not enter the ligament. Proceeded to look for a ligament point with lower density, and the clip did not enter the ligament, slipped inferiorly, injuring artery adjacent to the ligament. Hemostasis was performed with clips in the vessel and repositioning the mesh. The ligament clipping left for a second moment, and a clip was on the abdominal wall. During the clip positioning at the second point, the device was presenting clips, but it did not clip. The patient experienced an increase in surgical time, leading to peri-operative bleeding. A like device was used to continue the procedure. The procedure was finished without issues with the new device. Additional information has been requested.